Event description:
Material#: 386862 batch#: 4148271 it was reported by the customer that the cathena safety did not secure the needle tip resulting in clinician needle stick. Verbatim: cathena safety did not secure the needle tip resulting in clinician needle stick. Additional information received on 05-nov-2024 batch/lot 4148271 reference (B)(4) exp: 5/31/2027.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there are functional test to check and detect safety activation failure. As no photo and sample is returned for evaluation, root cause could not be established.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc safety shield activation failed. It was reported by the customer that the cathena safety did not secure the needle tip resulting in clinician needle stick. Cathena safety did not secure the needle tip resulting in clinician needle stick. Additional information received on 05-nov-2024 batch/lot: 4148271. Reference: 386862. Exp: 5/31/2027.